Event description:
It was reported by repair work order that the technician identified the transfer lock plates were deformed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the technician identified the transfer lock plates were deformed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was confirmed that the transfer lock plates were slightly deformed, however, no reports of performance issues were reported.